Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine device follow up, interrogation revealed three untreated episodes stored in the device. A review showed noise and oversensing. An invasive procedure was performed to verify the connections. During the revision, the electrode terminal pin was confirmed to be fully inserted into the device header, and a tug test confirmed the setscrew was properly tightened onto the terminal pin. The physician then loosened the setscrew and removed the terminal pin; some fluid was present under the seal. The terminal pin and port were cleaned and dried and the pin was reinserted. After the pocket was closed, manipulation produced noise that was similar to the stored episodes. The pocket was reopened again and more fluid was observed under the seal plug. A new device was then connected to the existing electrode, with no further noise observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case noted a hole near the edge of the seal plug slit, body fluid within the lead barrel, and tool marks consistent with forceps removal on the case. Further evaluation of the seal plug found the hole to be consistent with hex wrench insertion. However, it could not be determined whether the hole was induced at the initial implant or at the revision procedure. An x-ray of the device was performed to verify the integrity of the header wires; no fractured wires were observed. The setscrew turned and moved freely. Scanning electron microscope (sem) analysis of the setscrew was performed, with no anomalies found. Detailed testing was then performed in effort to reproduce the noise observed clinically. An electrode was connected to the device and the device was placed in a saline tank for several days, with motion applied to the electrode and a simulated heart signal injected into the tank. No abnormal sensing was observed. Several other tests were performed, but the oversensing could not be reproduced, ruling out the hole in the seal plug as the cause of the clinical observations. The device was then put through and passed a series of automated diagnostic testing that verified the performance of shocking, sensing, and recording functions of the device. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing.

Manufacturer narrative:
Additional testing was performed on other devices where there was a hole in the seal plug and similar clinical observations. Engineers found that by rubbing the seal plug, they were able to create artifacts on the electrograms. It was therefore concluded that for this device, the hole in the seal plug was the most likely cause of the artifacts seen in the field.